Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during the procedure, tissue damage occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed without issue. A second cds was advanced to the mitral valve. The physician tried to re-position the clip, the clip was inverted and was pulled back to the left atrium. In the left atrium, the clip could not be closed as it was staying inverted. Troubleshooting was performed, the clip was locked and unlocked two times, and the clip could finally close and was implanted. Two clips implanted reducing mr to 2. However, it was noted that tissue damage had occurred during the re-positioning of the clip. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided, a conclusive cause for the reported difficulty closing the clip cannot be determined. The tissue damage is likely the result of the troubleshooting attempts. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.